Manufacturer narrative:
Additional information has been received which was not included with the follow up reports. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
It was reported the insulin pump was returned to the local office. The office was not able to upload any data from the insulin pump. The customer's health care provider was contacted to upload the insulin pump when the customer arrived in the hospital. It was stated that the customer has been in a coma and in the ICU for 4 weeks. The health care provided stated the customer did not measure her blood glucose from friday until they found her on sunday in a coma at home. The health care provided believes the problem is not with the insulin pump but the way the customer handles her diabetes. The customer has returned to the hospital and is doing fine now. It was agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The event history file was overwritten unable to verify unexpected bolus. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No bolus history anomaly noted. The test blood glucose meter communicates properly to the pump and the blood glucose registered properly in the insulin pump status screen noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window slightly peeling back address label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized with a high blood glucose level. The customer's hospitalization was due to a defect in the insulin pump. Customer's blood glucose level went up to 596 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was stated that the hcp felt the hospitalization was due to the pump because the patient experienced high blood glucose levels prior to the event. Later, the hcp emailed to report that the husband felt the pump caused the high blood glucose levels. The hcp wanted to make sure that this was the case because the patient was still hospitalized in intensive care.